Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead p waves are intermittently sensed infrequently due to a fine atrial fibrillation (af) rhythm. The caller was advised that p-waves were too small to consistently sense and repositioning or replacement of the lead was suggested. The caller was also advised of programming changes that could be done until reliable atrial sensing could be established. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead sensitivity was increased and the physician will continue monitoring. There are no immediate plans to reposition the lead and the patient appears to be unaffected with no complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.